Event description:
Mechanically assisted crevice corrosion (macc) occurs at the metal/metal modular junction in total hip replacements and can lead to adverse local tissue reaction in patients with metal-on-polyethylene total hip replacement. In summary, a single surgeon evaluated his database and determined a macc prevalence of 3.2% in a consecutive series of contemporary zimmer non-cemented femoral hip components followed for a minimum of 6 months. This clinical complication is worrisome because of both the high volume of hip replacement worldwide and the soft tissue damage that can occur with severe reactions. See referenced report numbers mw5068755, mw5068756, mw5068758, mw5068759, mw5068760, mw5068761, mw5068762, mw5068763, mw5068764, mw5068765, mw5068766, mw5068767, mw5068768, mw5068769, mw5068770, mw5068771, mw5068772, mw5068773, mw5068774, mw5068775, mw5068776, mw5068777, mw5068778, mw5068779, mw5068780, mw5068781.